Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire and can h wire in the trunk cable. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.